Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: during investigation, a review of the pump history showed multiple ¿replace battery¿ alarms observed in the alarm history on the date of reported issue. There was no data in black box from this time due to continued use. The battery reported to be hot to the touch when removed from the pump was not returned with the pump for investigation. The battery compartment and battery cap were found to be intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 3 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found within specification. The pump cover was removed and no evidence of moisture was found inside the pump. There were no defects found during the investigation.